Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (2gm, ongoing) and ceftazidime injection (1gm, ongoing) for the event. At the time of this report, the patient recovered from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.